Manufacturer narrative:
As the product remains implanted, it will not be returned for analysis and boston scientific crm cannot confirm the clinical observation. There is no additional information related to this event available, to the company at this time. If additional information becomes available, the event will be updated as necessary.

Event description:
Boston scientific crm received information that during a epicardial left ventricular (lv) lead implant procedure, the previously deactivated endocardial lv lead was attempted for extraction. Upon removal, it was noted that the setscrew on the chronic device header was stripped. There was much difficulty in loosening the setscrew, which finally released. Then when attempting to connect the epicardial lead to this device, the setscrew was unable to be securely tightened. It was elected to explant the chronic device, return it for analysis, and implant a new device. All testing with the new epicardial lead and device was normal and appropriate. After pocket closure, the patient's blood pressure dropped. It was thought a possible tamponade occured. When the pocket was reopened, no blood was observed in the pericardium. Heart massage and drugs were administered, but the patient passed away. There were no allegations against the new device and the patient's death.